Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Upon completion of baxter's investigation, if additional relevant information is obtained, a supplemental report will be submitted.

Event description:
It was reported that a one-link catheter extension set would not prime. The reporter stated that the solution bag was squeezed to attempt to initiate flow, though the device would still not prime. There was no patient involvement. No additional information is available. This is report 1 of 7.

Manufacturer narrative:
(B)(4). Additional information: evaluation summary: the device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The device was connected to a solution set and container and then primed with no defects noted. The device was connected to a pressure gauge for pressure testing and clear passage testing with no defects noted. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.